Event description:
User reports they have had ongoing problems in 2008 with discrepant results. No specific data provided in this complaint regarding prior events. One incident was provided which occurred at approx 2 months later. Initial troponin t was 0.2 ng/ml, repeat result was <0.01 ng/ml twice. Initial result was reported. No info was provided to determine if pt was adversely affected. The field service rep determined the mixing paddle rotation was at half speed, the s/r probe lld voltage was not within specifications, and the high voltage was too low. He replaced the mixer paddle belt, adjusted voltage for the s/r probe lld, and adjusted the high voltage to spec. Performance tests were performed, which were within spec.